Manufacturer narrative:
The manufacturer previously reported a ventilator that allegedly was not providing enough pressure. The patient was taken off the device and was given a breathing treatment. The patient then slumped over and the ambulance was called. The patient was admitted to the hospital for a heart attack. The device is not returning to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator was not providing enough pressure. The patient was taken off the device and was given a breathing treatment. The patient then slumped over and the ambulance was called. The patient was admitted to the hospital for a heart attack. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.